Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a plastic surgery procedure, the device fired and the staples were malformed. The legs were not closing to form the staple. A second device was pulled and the same thing occurred. A third device was pulled to complete the case with no patient consequence. Both devices were discarded.